Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Lot number. 12617-01 is a supplier lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient ID: (B)(6), part 314.743, lot 4503423: release to warehouse date: november 20, 2002. Supplier: criterion instrument. No non-conformance reports (ncrs) were generated during production. The material was reviewed and the hardness value was confirmed to meet the specification with no relevant non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. : a product investigation was completed: the drive shaft-minimum 520 mm length for use with ria (part 314.743) was received with the distal tip broken; fragments were not returned. This is consistent with the reported complaint condition, thus confirming the complaint. The width, across the flats, of the hexagonal tip adjacent to the fracture measured within specification. The relevant drawings, reflecting the current and manufactured to revisions, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The material, and material properties of the returned part were determined to be conforming at the time of manufacture based on review of the device history record (DHR). The complaint condition is confirmed as the ria drive shaft (part 314.743) was received with the distal tip of the device broken. There is no indication that a design or manufacturing issue contributed to the complaint. No definitive root cause was able to be determined with the provided information. The system risk document was found to adequately address the complaint condition; see associated action. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient status was noted to be as planned. This report captures the broken drive shaft. The septic non-union is captured on related complaint (B)(4).

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an orthopedic procedure for treatment of septic non-union of the tibial shaft on (B)(6) 2018. This involved a reamer irrigator aspirator (ria) system used to collect specimens evaluated for infection. The surgeon previously inserted the ria shaft down the intra-medullary canal twice, prior to the malfunction, without issue. The third time, while the ria was being taken out of the proximal aspect of the tibia, the tip of the ria drive shaft connected to the reamer head, snapped off, splintering into two big pieces. Both metal pieces were superficial and were retrieved within a couple of minutes. There was a surgical delay of 3 minutes. The product malfunction had no adverse effect on the patient. Procedure was successfully completed. Patient status is unknown. Concomitant devices reported: reamer head-sterile for reamer irrigator aspirator (part #352.252s, lot # unknown, quantity #1) this report is for one (1) drive shaft-minimum 520mm length-for use with ria this is report 1 of 1 for (B)(4).